Event description:
Lap hemicolectomy right- "hemostasis was unacceptable in omentum. There was more bleeding than normal. The coating of the shaft of the voyant showed discoloration and bubbles when the device was activated. These bubbles became worse after a long period of activation. The device was taken out of the abdomen and the temperature turned out to be very high from the tip up to 10cm. A new voyant device was used and it worked well." Patient status: ok.

Manufacturer narrative:
The incident device anticipated to return. A follow-up report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(6). Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted that there was an insufficient jaw gap between the upper and lower jaws. This allowed the upper and lower jaw to come into contact and create a short circuit, which would result in 'check device' alarms. Engineering was able to replicate the device alarms when the device was activated and analysis of the device key activation logs also confirmed the incident experience. The high temperature of the jaws and shaft was attempted to be replicated by firing the device on pig tissue and by submerging the device in saline; however, engineering was unable to confirm this complaint. The root cause of the 'check device' alarms is an insufficient jaw gap due to the manufacturing process of the device. The unacceptable hemostasis noted in the experience may have occurred after deploying the blade on tissue after receiving a 'check device' alarm without achieving a complete seal; however, the exact root cause remains unknown. A 'check device' alarm will result in a disruption in rf energy delivery. The instructions for use (IFU) advises the user to correct the condition causing the alarm, and if the message persists, to then replace the device. The IFU warns, "do not deploy the blade until the seal cycle is complete." The bubbles noted in the incident may have been the result of firing the device in an excessively bloody area. Sealing in such an area can compromise the seal quality since the rf energy supplied by the device can dissipate to the surrounding conductive fluid. Sealing in a pool of conductive fluid can also cause unintended heat transfer to the device shaft as noted in the customer experience, although the exact root cause could not be determined. The IFU states, "prior to activating the device, remove any conductive fluid that is in contact with, or in close proximity to, the electrodes of the device. Conductive fluids (e.g. Blood, saline, water, etc.) Can transfer current and/or heat and cause potentially unintended tissue effects." The fluid noted under the insulation is a cosmetic issue and does not affect the functionality or safety of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As a result of this feedback, additional inspection steps have been added to the manufacturing process and training was conducted for the production teams to ensure that there is an adequate jaw gap. This document represents our final report.

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Engineering performed visual and functional testing on the device. Upon inspection, engineering noted that there was an insufficient jaw gap between the upper and lower jaws. This allowed the upper and lower jaw to come into contact and create a short circuit, which would result in 'check device' alarms. Engineering was able to replicate the device alarms when the device was activated and analysis of the device key activation logs also confirmed the incident experience. The high temperature of the jaws and shaft was attempted to be replicated by firing the device on pig tissue and by submerging the device in saline; however, engineering was unable to be confirm this complaint. The root cause of the 'check device' alarms is an insufficient jaw gap due to the manufacturing process of the device. The unacceptable hemostasis noted in the experience may have occurred after deploying the blade on tissue after receiving a 'check device' alarm without achieving a complete seal; however, the exact root cause remains unknown. A 'check device' alarm will result in a disruption in rf energy delivery. The instructions for use (IFU) advises the user to correct the condition causing the alarm, and if the message persists, to then replace the device. The IFU warns, "do not deploy the blade until the seal cycle is complete." The bubbles noted in the incident may have been the result of firing the device in an excessively bloody area. Sealing in such an area can compromise the seal quality since the rf energy supplied by the device can dissipate to the surrounding conductive fluid. Sealing in a pool of conductive fluid can also cause unintended heat transfer to the device shaft as noted in the customer experience, although the exact root cause could not be determined. The IFU states, "prior to activating the device, remove any conductive fluid that is in contact with, or in close proximity to, the electrodes of the device. Conductive fluids (e.g. Blood, saline, water, etc.) Can transfer current and/or heat and cause potentially unintended tissue effects." The fluid noted under the insulation is a cosmetic issue and does not affect the functionality or safety of the device. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As a result of this feedback, additional inspection steps have been added to the manufacturing process and training was conducted for the production teams to ensure that there is an adequate jaw gap. This document represents our final report.